Manufacturer narrative:
This report is submitted on november 11, 2019.

Event description:
Per the clinic, the patient experienced an infection at the implant site, resulting in device non-use and removal of the abutment. The internal fixture remains insitu. It is unknown what treatment was administered for the reported infection.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. No other event or complications that may have contributed to the decision to convert the patient were reported. This report is submitted on 17 january 2020.